Event description:
Reporter indicated that patient underwent vns therapy system explant due to suspected infection. Both the generator and bipolar lead (excluding electrodes) were explanted. It was reported that the patient, who is mentally retarded, was constantly rubbing the generator site and had chronic bruising there. The skin on top of the device was very thin and there was also a pocket of infection underneath the device. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of the devices. Both preoperative and intraoperative antibiotics were used at the time of initial implant surgery. No postoperative antibiotics were prescribed. The ncp system tunneling tool was used as a single-use-only device at the time of initial implant. The pt is not implanted with any other devices. The infection has reportedly resolved. Reimplant is planned but not yet scheduled.

Event description:
Further follow up revealed that the pt underwent an additional surgery (about 3 months since the previous explant) to remove the remainder of the lead including the electrodes because the pt had further infection of the led site. The pt is currently stable since the last surgery.